Event description:
E/c 1009 - pressure regulation high- occurred in therapeutic use. No reports of patient/user harm reported.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.